Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that the device was taking too long to heat. There was no pt involvement. Customer decided not to repair the device due to its old age and cost to repair. Investigation in process, but not yet completed.